Event description:
It was reported that this right ventricular (rv) lead recently exhibited a safety switch to unipolar sensing. Upon a device data review, the lead impedance had risen from 700 ohms to 2,000 ohms. Rv over-sensing and subsequent pacing inhibition were also noted in the unipolar sensing. The patient was evaluated in-clinic, where provocative maneuvers did not elicit any changes in impedance or threshold measurements. The physician reprogrammed the lead to bipolar and contacted boston scientific technical services (ts) for review. Ts confirmed that the pacing impedance had been increasing gradually over the past five months. It was discussed that while reprogramming to bipolar was a temporary solution, the trend data suggests a potential lead conductor fracture. Nevertheless, if a non-invasive solution was preferred, ts recommended close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited a safety switch to unipolar sensing. Upon a device data review, the lead impedance had risen from 700 ohms to 2,000 ohms. Rv over-sensing and subsequent pacing inhibition were also noted in the unipolar sensing. The patient was evaluated in-clinic, where provocative maneuvers did not elicit any changes in impedance or threshold measurements. The physician reprogrammed the lead to bipolar and contacted boston scientific technical services (ts) for review. Ts confirmed that the pacing impedance had been increasing gradually over the past five months. It was discussed that while reprogramming to bipolar was a temporary solution, the trend data suggests a potential lead conductor fracture. Nevertheless, if a non-invasive solution was preferred, ts recommended close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint lead was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Out-of-range, gradually increasing pacing impedance measurements are a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint lead was not returned to boston scientific therefore, product analysis could not be performed. However, out-of-range, gradually increasing pacing impedance measurements have been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. . Device risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as out-of-range, gradually increasing pacing impedance measurements are a known inherent risk of the use of this product and this is documented in the labeling.